Event description:
It was reported that, ¿the actual injury occurred during thyroidectomy. Right side rln injury. It was severed, and repaired during the procedure. The audible alarm did not get activated when her instrument was approaching the nerve. They were using a stimulating probe and leads. The injury occurred and then they recognized that they should have heard an alert. Immediately post-op [the patient] was awake, was swallowing and speaking.¿ the facility states that they have filed a medwatch under, "FDA medsun report # (B)(4)."

Manufacturer narrative:
The product analyses for both the mainframe 8253001 nim response 3.0 and patient interface 8253200 response 3.0 were completed together by the engineering team in the failure analysis lab. A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The mainframe was further tested per service and repair test instructions. The test results showed that the mainframe passed all required specifications without any issues. A simulated use test was also performed by selecting the thyroidectomy procedure on the nim console and using wet sponge for simulation purposes and incrementing probe for stimulation. The purpose of this test was to ensure that the nim console was able to produce audio alerts. During this test, the nim produced audio alerts as intended without any issues. At this time, the customer complaint for no audio alerts could not be confirmed. The patient interface 8253200 response 3.0 had its broken cable clips and worn wave washers replaced (both different parts of the external hardware, related to mounting the device). (B)(4).

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant products. Patient interface 8253200 response 3.0; 510k: k083124 , code: etn ; serial # (B)(4) ; lot# 206895120 ; manufactured date: 2013-04-09, nerve damage. (B)(4). Device operates differently than expected. The product analysis has not yet been completed. Methods: no testing methods performed. Results: results pending completion of evaluation. (B)(4).